Event description:
An impella cp was inserted via the femoral artery to support the 59-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. The patient developed a hematoma, held pressure, and held the heparin and switched to sodium bicarbonate in the purge fluid. The team does noted the anticoagulation and antiplatelets contributed to the bleed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump was weaned and explanted on the second day of support and survived the event.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the brand name and primary UDI number have been updated.

Manufacturer narrative:
Hematoma/access site adverse event/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.